Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and an error message "call tech support" was displaying on screen. The receiver log and functional test could not be performed due to the error message. A picture was taken of the receiver display. The reported event of a firmware error was not confirmed. A root cause could not be determined.